Event description:
It was reported the patient experienced ineffective stimulation since implant. As a result, a trial was undertaken to test the application of an additional lead. Following a successful trial, surgical intervention may be pending to revise the system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Event description:
Additional information was received indicating a procedure took place on (B)(6) 2022 wherein an additional lead was added to the system resolving the issue.